Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at ipg site due to losing weight. Surgical intervention was undertaken during which the ipg was explanted and replaced. Stimulation was restored following the procedure.